Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. Internal complaint number - (B)(4).

Event description:
The hospital reported a post-operative infection with a patient having surgery with the fusion 8mm graft. Fusion bioline was implanted in the patient (B)(6) 2011 fem ak pop. The patient returned the week of (B)(6) 2014 with an infected fusion graft. The source of infection was not identified and the graft was removed. Another graft was implanted days later. The patient's condition is good.